Event description:
Blood sugars low, customer was hospitalized due to readings. She was put into the hospital because she got her sugar fell to very low and the readings the presto meter provided were not accurate.

Manufacturer narrative:
Tested test strip retain (same lot #) against reference (B)(4) and searched the complaint database to determine other complaints on the test strip lot #. Ysi results: passed, within acceptable readings. Database search: pass, no other complaints on this lot of test strips.